Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer high blood glucose level was 500 mg/dl at the time of incident and the current blood glucose level was below 600 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they have contacted their health care professional regarding the high blood glucose. The customer stated that the auto mode feature was not or hardly active and automatically adjusting insulin delivery at time of high blood glucose event. Customer does not allege pump was under delivering. Customer declined to check the settings. Customer was able to perform high pressure test. The device will not be returned for analysis.